Event description:
The hospital reported that halfway through an endoscopic vein harvesting procedure, the vasoview 6 pro electrodes widened and were bent. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the top electrode was partially bent. Based upon the eval results, the reported complaint was confirmed for "bent electrode". (B)(4).